Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that 5 pts had endophthalmitis secondary to cataract surgery after new systems installation in the hosp. For each pt, the surgery was performed without any particular issue. She also reported that for these five pts, surgeries were performed in different operating rooms, with different 3 machines, with different surgeon, different anesthesist, different person who bandaged. Per reporter the sterilisation, air and water were found correct. Add'l info has been requested but not received to date.